Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that when the foley catheter was removed from the patient, the registered nurse noticed that the balloon did not deflate to flat position.

Event description:
It was reported that when the foley catheter was removed from the patient, the registered nurse noticed that the balloon did not deflate to flat position.

Manufacturer narrative:
The reported event was confirmed however the cause was unknown. One sample exhibited the reported failure. The device had not met specifications. The product was not used for patient treatment or diagnosis. The product caused the reported failure. Visual evaluation of the returned used 2-way silicone foley cath. Visual inspection of the sample noted no obvious visible defects. The catheter balloon was inflated with 10 ml methylene blue solution. The balloon rested without leaks and passively deflated in _1 min 50.25 seconds and then cuffed. This was out of specification per inspection procedure, which states, " balloon must not cuff after deflation ". A potential root cause for this failure could be balloon material does not shrink quickly enough. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labeling review was not performed because labelling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that when the foley catheter was removed from the patient, the registered nurse noticed that the balloon did not deflate to flat position.

Manufacturer narrative:
The reported event was confirmed however the cause was unknown. One sample exhibited the reported failure. The device had not met specifications. The product was not used for patient treatment or diagnosis. The product caused the reported failure. Visual evaluation of the returned used 2-way silicone foley cath. Visual inspection of the sample noted no obvious visible defects. The catheter balloon was inflated with 10 ml methylene blue solution. The balloon rested without leaks and passively deflated in _1 min 50.25 seconds and then cuffed. This was out of specification per inspection procedure, which states, " balloon must not cuff after deflation ". A potential root cause for this failure could be balloon material does not shrink quickly enough. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labeling review was not performed because labelling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.